Manufacturer narrative:
(B)(4) - sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone; therapy continued with actual product sample. Additional information: an engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of the incident was due to improper set up; flow resumed after the patient pushed in the spike. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use, during set up. The baxter technical service representative (tsr) explained the alarm to the homepatient (hp). The tsr had the hp press in on the spike in the bag. The spike advanced, and the hc went back to prime. There was no patient injury or medical intervention indicated at the time of the initial report.